Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) year old patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support with the impella 2.5 pump. During support, the patient exhibited signs of leg ischemia (coldness) on the same leg that which the device was inserted. As treatment, an antegrade sheath was inserted.